Event description:
I can't give an exact date. It's been a 20 year plus long decline due to my 1992 mcghan textured saline implants. I didn't know all these years I was my implants. I am always sick with a flu cold, no fever but I feel like I have a fever. Migraines, brain fog so bad, numbness in my face, weakness, fatigue, balance issue, eye pressure, eye pain, and seeing issues. I had test tightening taking a deep breathing. Panic attack's. Sensitive to light and smells. Holding a pen has been difficult. I'm (B)(6) suffering with stories above for 20 years plus and they got worse, could barely get through my day. I couldn't hold a job and I haven't been able to work due to fatigue and brain fog, and total body pain what comes with trying to maintain normalcy. A bove reasons, I tried to hide my suffering because I was so ashed and didn't want to be a complainer or sound like a hypochondriac. I didn't know where to get help. I went to neurologist, orthopedic they thought I had rheumatoid arthritis, then thyroid, then blood disease etc. I was exhausted going to every dr. I gave up and felt like I will die. And talked to everyone I was fine. I have barely gone out in 15 years due to the anxiety that comes to hold myself together as if I am ok. I don't go out. The sun also makes me feel bad because I have a sore throat most everyday and feel like I have a flu. So that's why nothing is fun to do, even sitting outside in the sun is painful. All drs told me to keep the implants in till they deflate. I kept them for 27 years because every dr says there is no problem until the rupture. I got them when I was (B)(6) and had them for 27 years thinking they were safe because I was told saline was safe. I had capsule contracture on the left and lots of hard bony calcification. I explanted on (B)(6) 2019. And did not want a replacement of any kind. I've also been feeling terror since I learned about bia alcl in january. I didn't know I had textured implants. I had no idea they decompose inside and grow capsules and calcification mold bacteria staph fungus etc. I would have never got them if I knew they had a silicone shell, the dr said it was saline and I didn't want silicone in my body in 1992 because I heard silicone was bad and banned but they still put in my body and called it saline and I had no idea what to do once they were inside when I was (B)(6). So far my sore throat has gone away. I do not wake up with a sore throat. I do not feel like I have a cold flu. I still have migraine and brain fog and eye issues with perfect vision. All implants should be banned not just textured.